Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-apr-29. The rep believes that the adaptive stimulation (as) is what was causing the issue. It was unknown if the intermittent shocking was resolved. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that "something was zapping her". Patient clarified that she felt shocking inside down both legs but mainly the left leg since (B)(6) 2019. Patient stated the shocking happened intermittently and only if she leaned or twisted her body a certain way. Patient stated stim would change from 0.6 to 2.2 with change in position. Patient stated the shocking stopped if she turned therapy off. Patient stated she met with a manufacturer's representative (rep) today and was redirected to call patient services. It was reported the patient was using adaptive stim and received shocks when in certain positions. Rep was working with the patient to deactivate the adaptive stim program. No further complications were reported/anticipated.